Manufacturer narrative:
Health effect: impact code: f2203.

Event description:
Healthcare professional additionally reported, "lump/pain". And "any creases associated with hole". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken crease sharp, one opening striated, stress marks, and wear abrasion. Based on the device analysis the final assessment is: a crease sharp edge broken in the side anterior assessed as fold flaw opening. One opening striated in the side anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side MRI confirmed rupture, "lump/pain", "any creases associated with hole" and textured implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side MRI confirmed rupture and textured implant. The device remains implanted.